Manufacturer narrative:
Device not returned.

Event description:
It was reported that when patient presented to the clinic with heart palpitations, upon device interrogation device back up vvi mode was observed on the device. A device download restoration was performed successfully which resolved the patient¿s issue. Patient was stable.